Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain as the reservoir eroded into the bladder. In addition, it was noted that the device was not inflating. A surgical procedure was performed to remove the ipp and implant a new ambicor penile prosthesis (app). There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.